Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Event description:
Patient had a device on advisory with multiple episodes requiring atp therapy with successful conversion to sinus rhythm. Patient did have an episode on initial device requiring defibrillation to convert to sinus rhthym. Due to progression of congestive heart failure, the physician elected to replace the device and upgrade to a biventricular device.